Event description:
During the atrial fibrillation procedure, an air leak was noted. When the sheath was inserted into the patient and negative pressure was applied to flush, air was aspirated. Aspiration was done a few times with no resolution. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.